Event description:
Customer reports when he turned on the meter there was a "flame", or "short" or "spark" at the bottom of the meter screen display while using the compact plus system. No action was taken. No treatment was received. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.